Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer reported a balloon rupture, no malfunction reported prior to blood back event. However, blood back destroyed power management board, so unit will no longer power on. Therapy was interrupted. Power board was entirely destroyed from blood contamination. Parts will not be returned due to contamination. Reported "failure" duplicated successfully. So far, unit has been taken apart, deep cleaned, and contaminated parts have been disposed of. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 investigation findings and investigation conclusions code.

Event description:
It was reported by customer that during use the intra-aortic balloon (iab) therapy the balloon had ruptured. There was blood in the machine. No harm reported.

Manufacturer narrative:
Due to character limitation of e1(initial reporter): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 component codes; h11